Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer experiencing high blood glucose. The blood glucose reading is over 600 mg/dl. Customer experiencing excessive thirst. Customer stated that the insulin pump did not alarm no delivery. Customer has treated with insulin pump. During troubleshooting, the cannula was slightly bent. Nothing further reported.